Manufacturer narrative:
On (B)(6) 2020, mentor became aware that this adjunct study device was implanted on (B)(6) 2003. Hence, field d6 for implantation date has been updated to "(B)(6)2003". The reported date of implantation is before the device was manufactured. Additional information will be submitted if received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision reconstruction breast surgery with a 400 cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2020. The reported date of implantation was before the device was manufactured. Hence, date of implant is being reported as the lot manufacture date. Additional information will be submitted if received.